Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed thirteen clips as intended; however, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was firing on cystic duct and noticed that the initial clip scissored. The clip was removed and two additional clips were fired that slipped off the duct. The legs of the two clips did not come together. The same device was used and additional clips were placed after struggling with the first three clips to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was cholangiogram done? No cholangiogram was done. Did scissored clip cut structure? The scissored clip did not cut the structure. Did bleeding occur when structure was cut? Bleeding occurred when the surgeon cut the duct with lap scissors and the two clips slipped off the duct. If bleeding, please quantify amount of bleeding that occurred. How was cut structure repaired? The structure was repaired with additional clips. Were scissored and malformed clips retrieved? Scissored and malformed clips were saved. Was clip fired on or near another clip? Not sure if device was fired over another clip. Any torquing or twisting of device? Not sure if there was any tension or torque. Any resistance felt? Not sure of any resistance.